Manufacturer narrative:
The customer comment that the programmer kept restarting was confirmed at analysis and it was found that there was loose liquid crystal display hardware around the display and that the keyboard connector was not fully seated. The hardware around the display was reinstalled to specifications and the keyboard connector was cleaned and reseated. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept restarting every 10 - 15 minutes. The programmer was returned to service. No patient com plications have been reported as a result of this event.